Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the cartridge was fully loaded with staples. A new washer was placed on the device and it was tested for functionality with a test anvil; the device was sent in the green zone and the safety was withdrawn without any difficulties. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. It should be noted that the device needs to be in the green range in order to disengage the safety. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not fire because the lock was not released. It is unknown how the case was completed. No patient consequence reported.